Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. It is concluded that the failure could be reproduce in the test 2 when the safety mechanism was not lift based instruction for use. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6) phone number provided.

Event description:
It was reported the device safety mechanism "broke off" and so the safety mechanism did not work. No adverse effects reported.